Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional, and functional inspections were performed on the returned device. The resistance with the balloon catheter was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the moderately tortuous, moderately calcified, 80% stenosed proximal to mid left anterior descending (lad) coronary artery. A 014 balance middleweight (bmw) hydro guide wire was selected for the procedure. At some point in the procedure the unspecified balloon catheter met resistance with the bmw hydro guide wire and became stuck and they were removed from the anatomy as one unit. A new unspecified guide wire was used to successfully complete the procedure. The procedure took longer than expected due to the necessity to replace the guide wire. There was no reported adverse patient sequela. No additional information was provided.